Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant surgery, his field of vision has been distorted on the temple side by a shadow-y border or "frame" which, when triggered by light, flickers rapidly back and forth, often flashes. It has not diminished in 2 weeks. It affects about 30%-50% of his field of vision. It is distracting, stressful, painful (from eye muscle fatigue) and makes driving dangerous and reading difficult and fatiguing. His doctor has been unable to completely account for this complication. Also, there was only marginal improvement to distance vision, and actual degradation of his previously very good near vision. Because of this problem, he must wear dark glasses and limits activities to staying in dark rooms for most of the day. Additional information has been requested.